Event description:
It was reported that during a procedure, the t2 implant of the fast-fix 360 could not be deployed and the suture broke after the withdraw of the device. The broken suture was removed with tweezers. The procedure was completed using a back-up device. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, the t2 implant of the fast-fix 360 could not be deployed and the suture broke after the withdraw of the device. The broken suture and t1 implant were removed with tweezers. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it cycles as designed. Based on the condition of the product material found during visual inspection additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the material specifications found a material certification of analysis is required with each lot. A risk management review found that the suture breakage was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A risk management review found that the t2 no deployment was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. The root cause could not be determined since the reported malfunctions could not be duplicated during the investigation. Factors that can contribute to the suture breakage include damage caused by sharp instruments. Factors that can contribute to the t2 no deployment include inadvertently bending of the needle/overmold assembly. Based on this investigation, the need for corrective action is not indicated.